Event description:
It was reported that during an arthroscopic rotator cuff repair procedure for a shoulder rotator cuff tear, it was discovered that the tip of the suture on the expressew iii needle pk5 device broke. The device was used to perform threading on the rotator cuff. The first suture passed successfully, but when the surgeon attempted to pass the second suture, the needle did not come out properly. Upon trying to remove the needle, the surgeon observed that it was positioned further in than it should have been. After removing the device from the body, the surgeon inspected it and found that the needle's tip had broken off, measuring approximately 2-3 mm. Imaging confirmed the broken needle tip remained inside the body. Under arthroscopic visualization, the tip was located and successfully extracted. Postoperative x-rays and intraoperative imaging confirmed no remaining fragments in the patient. There was a thirty-minutes delay in the surgical procedure. Patient involvement was reported, though no injuries or prolonged hospitalization occurred. Medical intervention was required, but no remnants of the device were left in the patient. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (70092), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.